Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The procedural sheath was pulled back against the shuttle hub. The remainder of the sealant was observed on the catheter and exposed to blood. It was reported that the advancer tube was missing during the deployment; however, the advancer tube was found inside of the shuttle tube. The condition of the returned device indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies. No anomalies were observed. Based on the provided information and the investigation performed, the reported event might have been caused by an incomplete engagement of the advancer tube during the procedure; however, the root cause of the complaint could not be conclusively determined. The review of the lhr (f1521502) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: failure to deploy. No advancer tube was included in this device. Manual pressure was held for 30 minutes or less. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: diagnostic coronary vessel size: 7 mm sheath size: 5f stick location: medium.